Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the belt failed the hipot test. The cause was corrosion to the crimps inside ECG b. The corrosion caused v2 to oxidize. The corrosion caused the failure at incoming testing. The root cause of the corrosion was unable to be positively identified, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the defective belt. The last pt to use this electrode belt did not report any deficiencies.